Event description:
Patient underwent generator replacement on (B)(6) 2015. Attempts were made for the explanted generator but it has not been received to date.

Event description:
It was reported that the use of the magnet on the generator did not help the patient and that the vns did not disabled with the magnet. The patient's device was later checked on (B)(6) 2015 and it was mentioned that the vns was fine and in working order. The vns normal output current was disabled with magnet left on. On (B)(6) 2015, the patient came back to the physician's office to have the vns turned on. Setting were adjusted to 1.25 ma for normal output current and 1.75 for magnet out put current. It was later reported but the cyberonics' representative, who was present during patient's appointment, that the magnet was working fine. It was mentioned that the patient likely did not hold the magnet the proper way, which would have not disabled the generator as intended. It was also reported that the patient did not report this issue again.